Manufacturer narrative:
A partial lead was returned in two pieces. An internal insulation abrasion was noted at 7.5 - 8.5 cm from the distal tip. The etfe coating was abraded at this location. Another internal insulation abrasion was noted at 13.0 - 14.5 from the distal tip. The etfe was intact at this location. This is consistent with the observation from the field of oversensing noise.

Event description:
New information noted that the patient presented in the hospital and the right ventricular lead continued to oversense noise. The lead was explanted and replaced. The patient was recovering post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise that was oversensed by the device. No intervention was reported. There were no patient consequences.